Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable was returned for evaluation following the reported event of a driveline power fault alarm after the surgeon accidentally cut the pump cable during an outflow graft revision. The driveline power fault alarm is addressed via the system controller investigation. The reported outflow graft revision and damage to the pump cable are addressed via the pump investigation. The returned modular cable was functionally tested and was found to operate as intended during analysis. The module cable was tested with a test system controller and with the returned system controller on a mock circulatory loop and operated the test pump at the set speed without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the internal wires of the returned modular cable was tested and the modular cable passed without issue. There were no reported issues with the modular cable. The reported events could not be correlated to an issue with the modular cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard, driveline power fault, controller fault, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. This section instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU (rev. G) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 IFU (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. G) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient went to their clinic on (B)(6) 2022 with concerns of low flow alarms. Log file analysis captured continuous flow drops to around 2.5 lpm. The periodic log file revealed the patient's flow had been gradually decreasing from around 5 lpm since (B)(6) 2022. The patient's pump speed was increased, which slightly increased pump flow. A computerized tomography (CT) scan performed revealed an outflow graft (ofg) obstruction; the patient underwent an ofg revision. During the revision on (B)(6) 2022, pump flow returned to normal parameters; however, the surgeon accidentally cut the pump cable. The damage appeared to be superficial, but a driveline power fault alarm occurred. Subsequent log file analysis revealed that current a was no longer functioning. The surgeon attempted to repair the pump cable with tissue, surgical glue and gortex. The controller and mod cable were then exchanged which resolved the driveline power fault. Subsequent log file showed an equal distribution between currents a and b. Related pump MFR #: 2916596-2022-16084. Related controller MFR #: 2916596-2022-16118.